Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded between (B)(6) 2020 at 16:28:47 and (B)(6) 2025 at 15:04:25, in which motor start parameters were atypical. Log file analysis associated with (B)(6) revealed no anomalies within the analyzed period. Of note, the data and event log files associated with (B)(6) were not available for analysis and the available log files for this controller only covered the period through (B)(6) 2023. As a result, the reported atypical motor start parameters were confirmed; however, the reported controller fault alarm event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2023/ serial #: (B)(6), d9: no, h3: no, h4: mfg date: 18-jan-2022 h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm and the decision was made to exchange the controller in the operating room. Review of log files revealed a motor start with parameters outside of the typical range at the time of the controller exchange as well as multiple previous motor starts with parameters outside of the typical range. The patient was hospitalized overnight and discharged the following day. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.